Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the device was overheating; the power supply was replaced as a preventive measure. It was also noted that the device failed testing due to a loose electrocardiogram (ECG) connector; the link electronic module (lem) board was replaced and calibrated. The device passed final functional and system tests.

Event description:
It was reported that the programmer presented with an overheating warning during a patient check; a different programmer was used. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.